Event description:
It was reported that on (B)(6) 2021, during a procedure, the distal peak inlay in the nail broke while removing tibial nail advance. It broke at some point as the surgeon put in the nail in and took the nail out couple of times as he tried to reduce the thrasher. There was an unknown surgical delay. There was no patient consequence reported. This report is for one (1) unknown tibial nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
510k: this report is for an unknown tibial nail/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.